Event description:
Refrence number(B)(4). Event occured in the united states. It was reported that the patient experienced an infusion set serter issue on (B)(6) 2026, as the customer stated that the set release button was not releasing the infusion set, indicating a serter problem. No further information is available.